Event description:
Premature discharge of ins battery was noted. Pt received new stimulator. The pt recovered without sequela.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.